Manufacturer narrative:
.

Event description:
It was reported that pt experienced intermittent therapy since pump implant. The pump pocket was loose and the pump was moving within it. No other pt symptoms were reported. It was unk if there were any alarms; the hcp had not checked for volume discrepancies. No other diagnostic studies were completed. The hcp planned to revise the pump. The pump was used to administer morphine and bupivacaine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.